Event description:
A pt reported two sets of blood comparisons with results of "335mg/dl and 227 mg/dl" on the first attempt and "325 mg/dl and 136 mg/dl" on the second attempt with a lifescan meter, both performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.